Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence. It was r eported that  since implant they still have some leakage from bladder and bowel, they did not achieve reduction in sx by 50 percent but over time their bowel leakage has gotten better. Pt said they had been on program 4 and need to reset their equipment. Pt provided high impedance or maybe it is a 7, 4000 lead numbers are 0 plus 2, 0 plus 3 and 2 plus 3 were the leads. The issue was not resolved through troubleshooting. The patient was redirected to contact their healthcare provider to further address the issue.  Pt said before their colon and intestine surgery they had urinary incontinence and were told interstim should help with both. Pt said they still have number 2 a lot, they are always in the bathroom, they could spend hours in a day in the bathroom. Pt said this started after the colon and intestine surgery.

Event description:
Additional information was received from the hcp. They stated the cause of the high impedance was due to scar tissue. They stated it was unknown if the issue had bee resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.